Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The event of "tooth abscess," deemed not device related is considered an unexpected adverse drug experience. Additional, changed, and/or corrected data: b.5.

Event description:
Additional information provided the clinical patient experienced a moderate tooth abscess, deemed not related to the device, that was treated with oral solupred for three days and oral amoxicillin for 7 days. Event resolved a week after onset.

Manufacturer narrative:
Concomitant therapies: lysanxia beginning in 2011. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "tracheitis," deemed not device related is considered an unexpected adverse drug experience.

Event description:
A clinical study patient injected with juvéderm® volift¿ with lidocaine and experienced a moderate thracheitis that was not related the device. On the day of onset, patient was treated with oral amoxicilline, doliprane, and solupred. The event lasted ten days and fully resolved.